Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mis ti cannulated x- tab screw was not returned for evaluation. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this lot that could contribute to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis was performed across all mis extended tab polyaxial screws and no related complaints regarding screw heads disassembling were found. Without the polyaxial screw, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint will be reopened and the sample will be evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the mis cannulated x-tab screw was originally implanted to the patient in (B)(6) 2013 during instrumentation surgery of l2-s2ai with mist. Revision surgery was conducted on (B)(6) 2014 since the treatment with implants had been completed. During the revisions surgery, the tulip shaped screw head was found to be disassembled when the screw was being removed with a driver. The surgeon noted that it was unknown if the screw head had already been disassembled when it was loosened with a torque wrench driver. The disassembled pieces were collected and removed from the patient¿s body. It was confirmed that no broken pieces were left in the patient¿s body and the procedure was extended by 10 min. There were no adverse consequences to the patient. As tulip head disassembly was not the reason for revision surgery and it is not known if the condition occurred during revision surgery screw removal (as this is possible), the event is being filed as a reportable malfunction.

Manufacturer narrative:
The mis cannulated 6x30mm extended tab polyaxial screw was returned for evaluation. Visual inspection revealed that the tulip head, saddle and screw shank have all separated from one another. Additional inspection of the bottom of the tulip head noted material deformation and groves inside of the tulip head. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this lot that could contribute to the problem reported by the customer. The product was released accomplishing all quality requirements. Trending analysis of product complaints for the product family was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause cannot be determined from the sample and the information provided. A potential root cause is the tulip head being subjected to a higher than anticipated load resulting in the screw shank becoming dislodged from the screw¿s tulip head. No corrective and preventive action (CAPA) is necessary at this time as a data review was opened to further evaluate all failure modes on the dfmea associated with all polyaxial screw codes in the viper system. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Further evaluation of the returned mis cannulated extended tab polyaxial screw noted that the screw head does feature some wear on its teeth. There are also witness marks present for the swage hole. A close inspection of the bottom of the tulip head found that the base has two marks on opposing sides of the head and two grooves inside the head that lead up to these marks. These grooves indicate that the threads of the screw managed to cut into the base of the tulip head. The screw shank therefore came through the top of the tulip head instead of being pushed through the bottom, meaning that the screw disassembled and the head and shank of the screw came through the tulip head. It is likely that the screw tulip head was subjected to a higher than anticipated load resulting in the screw shank becoming dislodged from the screw¿s tulip head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.